Event description:
It was reported during the incoming inspection at zb warehouse in (B)(6) a team member found 1 with hair-like substance in sterile package. No patient involvement. No additional information.

Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, h2, h3, h4, h6 reported event was confirmed due to the review of photos. Visual evaluation of the provided photo(s) found (15) with blue debris, in which acceptance cannot be determined using the photo provided; (1) with foreign hair-like debris which is not acceptable per review of zpc 8.400. Device history record (DHR) was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual review of the returned cases confirm item and lot labels on the cartons and pouches were correct. Visual review of all mixing bowl pouches showed (15) with one loose blue particle. All debris particles exceed .60 sq. Mm. (1) pouch with one hair like fiber approximately 15mm in length. This complaint has been confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Return of the product does not alter the previous investigation as the root cause remains the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.